Manufacturer narrative:
(B)(4). The investigation showed that the field service engineer (fse) troubleshot the system and found a bad foot pedal. After replacement of the foot pedal the problem did not recur. The patient on the table was brought to another room where the case was completed.

Event description:
The customer reported that x-ray is not working while patient is on the table. No error messages were shown on the monitor.